Event description:
A customer's physician reported her pt had been feeling "exhausted, lethargic, shaky, worried delirious, cold and came very close to losing consciousness" and was transported by paramedics to a hospital where she received treatment. No info regarding diagnosis or treatment administered was provided. Although, the doctor stated that pt got hospitalized due to inability to test properly, there is no evidence of device malfunction. The customer was pressing the middle button on their precision xtra meter that was designed to access meter's memory. There was no report of death or permanent impairment.

Manufacturer narrative:
This is a final report since the reported medical event does not involve a product malfunction. The customer was pressing the middle button on their precision xtra meter that was designed to access meter's memory. Adc customer service educated customer how to properly use their meter.